Event description:
Meditech greenfield vena cava filter did not open as designed. Filter traveled through inferior vena cava, heart and lodged in pulmonary artery. Filter was removed from pulmonary artery without incident.